Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was small hole in an effluent sample bag which resulted in a leak. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with intraperitoneal (ip) antibiotics. No additional information is available.